Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor was unable to run detect and treat) has been confirmed. Upon investigation the monitor displayed a code 203 at power up. The cause for the failure was isolated to contamination on ca and defib tin pins. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to run detect and treat.